Event description:
It was reported that the pump touch screen was separating from pump body. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.